Manufacturer narrative:
Heartsine received the device for investigation and was able to verify and duplicate the reported issue of no audio prompts. The investigation found the y4 crystal was putting out a non-oscillating signal which indicates the component has failed and is the cause of the reported issue. The y4 crystal generates the clock signal required to synchronize the speech chip (u21) operations. This device was archived by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted heartsine to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.